Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure three resolute onyx drug-eluting stent were implanted; one in the lad, one in the lcx and one in the first diagonal branch. Cec identified non q-wave mi- 1st diag (target vessel) on the same day. Sponsor assessed the event as not related to the device or anti-platelet medication.

Manufacturer narrative:
Safety assessed the event as possibly related to the index device. The investigator assessed the event as not related to the index device or anti-platelet medication. The patient recovered. If information is provided in the future, a supplemental report will be issued.